Event description:
It was reported that on (B)(6) 2012, it was found during first fitting that 6 electrode channels were in high status. The other six electrode channels produced non-auditory sensation. A CT scan has been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.